Event description:
It was reported that the patient underwent a left knee surgery. Subsequently, the patient was revised approximately 3 years and 4 months post-implantation for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4)d10: 42500606201 - psn fem ps cmt ccr std sz 7 l - (B)(6),42512600510 - psn asf cps 10mm ve l 6-9 cd - (B)(6).customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.